Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. The field service engineer (fse) confirmed that the customer initially had the correct 4 ampere fuse. The fse then tried another 4 ampere fuse which did not work as the 12 volt supply was missing. This 12 vol was the part of the power supply that burnt out. The fse installed a new power supply and connected one plug at a time to determine if there was any part of the instrument that the power supply may have compromised. Eventually, all of the plugs were connected without issues. The fse concluded that the power supply suffered a 12 volt supply loss due to internal failure. The cell-dyn 3200 operator's manual was reviewed which instructs the operator to turn power off in case of emergency. A review of the global service and support from (B)(4) 2009 through (B)(4) 2010 indicates that the power supply assembly has an average of 98.97% reliability worldwide. A review for other complaints with similar issue was performed from 13 august 2010 through 12 december 2010 and did not identify other complaints with the same issue. The reason for the internal failure was not determined since the power supply was not available for the investigation. No product deficiency was identified.

Event description:
The customer reported observing smoke along with a burning smell coming out from the rear of the cell-dyn analyzer. A blown fuse was replaced in order to resolve the issue but the burning smell persisted. A field service representative (fse) was dispatched to trouble shoot the issue. The fse determined the issue to be related to the power supply. No impact to patient results, patient management or user safety was reported.